Event description:
It was reported that a buretrol solution set had a malformed burette chamber. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The buretrol chamber was filled with water to the 100 ml mark. The water was then transferred to a test tube, which also measured the volume of water as 100 ml. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.